Event description:
It was reported that the sterility of the catheter was compromised. A 135cm rubicon 35 guide catheter was selected for use. During preparation, it was noted that the packaging of the rubicon was not sealed so the sterile integrity was compromised. The procedure was completed with another of same device. No patient complications were reported.